Manufacturer narrative:
UDI information: (B)(4). Complaint sample was not returned to codman therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas valve had unintended changes. A few months after implantation, the patient was admitted into a clinic for an acute infection. They did a CT scan and found enlarged ventricles in comparison to the previous CT can, a sign of shunt dysfunction. The patient had symptoms related to shunt dysfunction such as: tiredness, memory difficulties and dizziness. The patient was then admitted for a shunt revision and found that the setting was on 6 instead of 2. The setting was changed back to 2 and the patient's condition improved. Therefore it was decided not to do a shunt revision. A few days later, the conditions reoccurred again. The doctor checked the setting and the setting was set on 6 instead of 2. The doctor changed the setting again but when the patient put his hearing aid back in, the setting changed again. The patient has stopped using the hearing aid on his right ear.